Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2020, information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was presented with her program c not achieving desired settings. After an impedance check, rep noticed 4 of 8 electrodes were out. Patient noted she has fallen a few times. She doesn't remember seeing the intensities not desired right after a fall. The rep reprogrammed around the broken electrodes and patient is happy with current therapy. The issue was resolved. Patient weight was asked but unknown. Hcp had no further information. No symptoms and no further complications were reported. On (B)(4) 2020, additional information was received from the manufacturer representative (rep) clarifying that electrodes impedances on 4 and 8 were high. It was indicated that the patient was seeing the out of regulations (oor)/settings not available message only on group c. No further complications were reported/anticipated.

Event description:
Additional information was received. It was reported the leads were replaced on (B)(6) 2021. The devices were to be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead product ID 977a260 . Serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead found broken conductors. Analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.